Manufacturer narrative:
No contact lenses were returned to the manufacturer for analysis and no lot number was supplied for review. Coopervision is unable to investigate this incident further. The association between the coopervision device and the event is unconfirmed.

Event description:
Information was received from the device distributor; the patient alleges experiencing a bacterial infection in the left (os) eye while using the device. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.